Event description:
Reporter indicated a 7.1 flashcard would not upgrade on a physician's handheld hp jornada computer, indicating a possible software malfunction. The handheld computer and software were returned for product analysis. Analysis of the returned software did not identify any failures that could have contributed to the inability to upgrade the physician's software. No anomalies were found in the product analysis of the hp jornada handheld computer.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.